Manufacturer narrative:
The cerebrospinal fluid (csf) leak was reportedly surgically repaired. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device remains in situ. No further details regarding treatment will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that a cochleostomy was completed during implant surgery on (B)(6) 2001 and a cerebrospinal fluid (csf) leak took place after the cochleostomy. Advanced bionics is in the process of gathering additional information. When additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.